Manufacturer narrative:
The company rep examined the pump and found that the safety disk replacement date was incorrect. The company rep replaced the "executive processor board" (part number-0670-00-0770e) performed functional tests. Verified that unit calibrated to factory specifications. Safety inspected and returned to the customer. The returned part was received at (B)(4) for eval and failure was confirmed. The part is being sent to the vendor for further eval. A supplement document will be provided when further info becomes available. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).

Event description:
During a routine check the customer called in for service on a cardiosave. It was indicated that cardiosave is showing the need for a safety disk change but the unit has not been used frequently enough to need it at this point. No pt involved.